Event description:
It was reported that the patient experienced uncomfortable stimulation in the leg. It turn, the patient underwent surgery wherein the ipg was explanted and replaced. Post-operatively, therapy was restored to the patient.